Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported defective catheter in the transparent part where the catheter is inserted. When the needle was removed it was ruptured almost in the half.